Manufacturer narrative:
The device has not been received for evaluation.

Event description:
It was reported that the internal shaft of the blade broke off and landed on the field but not in the patient. There was no patient injury. Further information has been requested but not yet received.

Manufacturer narrative:
(B)(6). Reused single use?: no. Device returned on august 25, 2016. Date received by manufacturer: august 18, 2016. The product analysis indicates that one un-sealed sample of part number 1884380em was received. A microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings) and calipers were used to analyze the device. When compared to the assembly drawings, the inner shaft broke 0.580¿ from the distal face of the inner hub, which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the locking area on the front hub and striations around the outside diameter of the break point indicating metal on metal contact. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.